Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that no delivery alarm during basal insulin pump and experienced high blood glucose level. The patient¿s blood glucose level was 419 mg/dl. Customer additionally stated blood sugar was 197 mg/dl and 163 mg/dl. Customer performed to troubleshoot for no delivery alarm during basal. The customer assisted in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.